Event description:
"S/p b periareolar subgl 260cc mcghan gels for augmentation. Denies decreased size or h/o trauma but reports increase ptosis over the years. C/o some tenderness in breasts. C/o finger and foot stiffness. Gu changes. Pt otherwise healthy.